Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay on a kitted nasal swab sample on (B)(6) 2022. Confirmation pcr testing (platform unknown) was performed (B)(6) 2022 which generated a positive result. The customer indicated that the patient was admitted to the hospital on (B)(6) 2022 and was discharged (B)(6) 2022 due to "mechanical fall with injury". The customer also reported that the positive covid-19 result was a continuation from recent infection on (B)(6) 2022. The patient was reported to have been asymptomatic and was not treated for covid-19 during this stay. No additional information was reported.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m209018 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000/ lot m209018 and test base part number 190-430/ lot m209018. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m209018 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.